Event description:
While staff were attempting to insert needle into vial to draw up medication the needle bent. The staff disposed of the needle into the sharps container. FDA safety report ID# (B)(4).